Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad cover was found to be intact with no peeling or tearing. All keypad buttons were found to be responsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display was found to be dim and discolored. Also unrelated to the complaint, the battery compartment was found to be cracked in the thread area and below the grip pad. The battery compartment threads were also damaged. The pump case was also cracked in the upper corner of display area. The audio bolus button cover was also found to be detached/missing; therefore, the investigation on the bolus button was unable to be completed. The pump case was removed; there was no evidence of moisture or loose components found inside the pump. The keypad flex cable was fully inserted in keypad flex connector and the connector latched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).